Event description:
During replacement of the ipg, it was discovered that the pt's lead was broken. The procedure was cancelled and reschedule. The pt outcome is unk. Further information is being requested at this time.